Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 1 year 8 months post implant of bard flat mesh, patient was diagnosed with nerve damage and neuralgia thereby underwent repair.this emdr represents bard mesh (bard flat mesh) (device #3). An additional supplemental emdr's was submitted to represent bard/davol perfix plug (device #1) and perfix plug (device #2).note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney:29-jan-2008 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the hernia was identified and reduced through internal ring. A small perfix plug (device #1) was placed into the external ring and into inguinal canal and sutured.¿23-mar-2009 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿the direct inguinal hernia was identified and reduced. A perfix plug (device #2) was placed and sutured.¿ (note: there was no visualization of previous mesh).(B)(6) 2010 - patient was diagnosed with right groin pain thereby underwent repair with removal of meshes and implant of bard flat mesh (device #3). Per operative notes, ¿ilioinguinal and iliohypogastric nerves were identified and divided. The ilioinguinal nerve had gone into the scar tissue. The wadded piece of polypropylene mesh (device #1 & device #2) were freed and removed. A bard flat mesh (device #3) was placed and sutured.¿ 19-dec-2011 - patient was diagnosed with chronic left groin pain with nerve entrapment syndrome thereby underwent left groin exploration with ilioinguinal neurectomy. 10-sep-2014 - patient was diagnosed with left groin pain due to left ilioinguinal/iliohypogastric neuralgia thereby underwent repair.attorney alleges that the patient had adhesions, mesh shrinkage, nerve damage, pain, hernia recurrence and also alleged that need for additional surgeries to remove or repair.